Event description:
Revision surgery has been reported. When original true knot was implanted the surgeon did not resurface the patella. The patella began to give the pt pain so he decided to replace the patella. Before surgery, surgeon decided to replace the insert because it has been in the pt for 9 years, and since the joint would be opened anyway, this should be done regardless of use.